Event description:
It was reported to boston scientific corporation that an endovive standard peg kit pull method was used during a percutaneous endoscopic gastrostomy procedure performed on (B)(6) 2014. According to the complainant, the peg tube was removed endoscopically due to buried bumper syndrome. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted. Additional information received on june 4, 2014: the internal bolster of the peg tube got stuck into the stomach wall. The event date is (B)(6) 2014. The patient was given amoxicillin/clauvanic acid 1000mg/200mg 3 times a day. A new peg tube and jejunal tube will be placed. There were no patient complications reported as a result of this event. The patient's condition at the conclusion was reported to be good.

Event description:
It was reported to boston scientific corporation that an endovive standard peg kit pull method was used during a percutaneous endoscopic gastrostomy procedure performed on (B)(6) 2014. According to the complainant, the peg tube was removed endoscopically due to buried bumper syndrome. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.